Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/23/2019. Device evaluation summary: it was reported that a 49-year-old patient who underwent primary breast reconstruction with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced valve failure post procedure. One day postoperatively volume loss was noted and was confirmed the following day upon examination. The analysis results showed that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 09/11/2019. The device was explanted without replacement on (B)(6) 2019. 1. Is other serious-uncheck. 2. Is required intervention-check. The mentor failure analysis lab received the device for evaluation on 9/23/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor smooth round moderate plus profile 425cc saline prosthesis, catalog #3502425, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast reconstruction with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced valve failure post procedure. One day postoperatively volume loss was noted and was confirmed the following day upon examination. It was stated to have been caused by a defective valve. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.